Manufacturer narrative:
PMA/510(k) # k210476. Device evaluation: the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. Photographic evidence is attached, and the reported distal needle kink is observed. Manufacturing records: prior to distribution, all devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for echo-hd-25-c of lot number c1982051 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred with lot number c1982051. Instructions for use and/label: the notes section of the instructions for use (ifu0077), which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿ and "ensure the stylet is fully inserted when advancing the needle into the biopsy site¿. There is evidence to suggest that the customer did not follow the instructions for use in relation to the use of the stylet. Image review: an image was not returned for evaluation. Root cause analysis: definitive root cause can be concluded based on user error in relation to the use of the stylet. The stylet should not be partially removed prior to advancement of the needle into intended targeted site. As the stylet provides support to the needle for puncture this would have led to the distal kink. It is stated from additional information provided ¿that the stylet was accidently removed." Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for potential emerging trends. Summary of investigation: according to the customer, the needle is broken during first puncture and user observed that the stylet has been removed a bit prior first puncture. Confirmed quantity of 01 device, confirmed used. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a definitive root cause can be concluded based on user error in relation to the use of the stylet . Complaint is confirmed based on customer and/or rep testimony.

Event description:
This supplemental report is being submitted due to completion of the investigation on the 20-jul-2023.

Event description:
The needle is broken during first puncture , observed that the stylet has been removed a bit prior first puncture.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.